Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 938836-2019-05978. It was reported that when ventricular fibrillation (vf) episodes occurred, far p-wave oversensing was observed. The device returned to normal after antitachycardia pacing (atp) was delivered. The patient would have lead revision. It was believed that the rv lead did not cause the oversensing. Programming changes were suggested to mitigate the oversensing issue.

Event description:
New information received notes that the patient received inappropriate shocks due device sensing atrial signal on ventricular channel. Upon fluoroscopy, rv lead dislodgement was noted. The lead was explanted and replaced. The patient was stable.